Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the issue was regarding pyxis patching. A technical support specialist observed that the stations had been removed from the hsv notifications, and the disconnected flag from the cce had also been dropped. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system had displayed an interface issue message, preventing nurses from logging in to access medications, which resulted in a delay in patient's care. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.